Event description:
It was reported that the lead safety switch (lss) was triggered on the pacemaker due to high out-of-range pacing impedance on the right atrial (ra) lead. Boston scientific technical services (ts) recommended the health care professional (hcp) to continue to monitor the patient. The lead remains in use. No adverse patient effects were reported.